Event description:
Pt's right arm noted to be edematous in area of PICC line and below. Infusion stopped. New PICC line inserted. Old PICC line pulled, and large defect noted in proximal section of PICC line.